Event description:
Customer called to report pod that she didn't think was delivering insulin. She said, she was in the 400's and kept bolusing and her bg's would not come down. She mentioned that she heard a weird crunching when she filled, it and was hard to fill. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.